Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's ipg was nearing end of life. The patient is still receiving therapy. Surgical intervention may take place at a future date to address the issue.